Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake or caused touch contamination which resulted in peritonitis on an unknown date. The patient was not hospitalized and treatment for the events was not reported. The outcome of the patient made mistake/touch contamination was not reported. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal was ongoing. Concomitant medications were not reported. The reporter did not provide a statement of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.